Manufacturer narrative:
The subject device was discarded by the user facility. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported that during a procedure, the blue-on-black handle coating on the subject device sprung open and the device could no longer be used. A second device of the same model was opened, and the same issue occurred. A third device of the same model was then used to complete the intended procedure without issue. There was no patient or user injury reported due to the event. This report is being submitted for the issue with the first device, under the medwatch with patient identifier (B)(6). The issue with the second device is being submitted on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. New information was added to the following fields: h4: august 2019. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The root cause could not be determined. Additional details surrounding the event were unable to be obtained from the customer. In the replication testing in the past, damage or compressive buckling of the tube was not replicated. The event can be detected/prevented by following the instructions for use which state: ·do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ·never use excessive force to open or close the grasping portion. This could damage the instrument. Olympus will continue to monitor field performance of this device.